Event description:
It was reported that on (B)(6), 2010, the patient underwent an anterior cervical fusion at c5-6, the insertion of a spinal USA peek cage at c5-6 filled with rhbmp-2/acs, anterior cervical hardware removal, and anterior cervical plating at c5-6 using spinal USA plate with screws. Post-op, the patient returned home, but his pain and difficulties did not subside. The patient now has chronic pain syndrome, neck pain, unwanted bone growth, cyst formation, hernia, obstruction of airway, anxiety, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)